Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155859.

Event description:
It was reported that the patient's lead exhibited failure to capture and high pacing impedance. No interventions were performed. The patient's condition was unknown.